Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed an infection despite the instruments being inspected beforehand with no unusual findings or damage noted. The procedure was completed as planned without delays. Bronchial specimens collected on the day of the ion procedure returned positive culture results of atypical microbacteria. Details regarding the treatments administered for the infection were not provided; however, per the site, the patient was home and doing well. The hospital infection control specialist indicated that there were no recent changes in the cleaning or sterilization methods of instruments. All instruments and accessories were reprocessed correctly between procedures. The infection was attributed to the common use of the vision probe and/or the same third-party bronchoscope between patients. No device malfunction was associated with the event.